Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review will be performed. Should the device be received or any other relevant information be obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette was missing a pull ring from the "third connection tube". This was noticed by the patient upon opening the device's packaging and before the device was used for therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.